Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
Note: this report pertains to one of three overstitch 2-0 polypropylene suture used in the same procedure. It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used on (B)(6).2025. On (B)(6).2025 the physician report that the sutures broke several times due to friction in the alignment tube. The procedure was completed. There was no patient complications reported as a result of this event.